Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. The root cause could be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported a patient with diffuse lamellar keratitis (dlk) four days post lasik. Topical antibiotics and steroids were prescribed. The doctor does not know the cause of the dlk. New information was received. Symptoms resolved after using topical steroids. One of the patients had the stage four dlk. The cornea was cut opened and irrigation system was cleaned. This patient got better after using topical steroids. There are multiple related reports for this facility. This report addresses event date of (B)(6) 2019, patient (B)(6) and other manufacturer reports will be filed.

Manufacturer narrative:
The manufacturer internal reference number is: 2019-76838.

Manufacturer narrative:
The laser head was received and sent to supplier for failure analysis. The reported problem could not be confirmed by the supplier. The laser head met specifications so the reported dlk is not related to the laser head. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The customer indicated that after replacing the laser head, the patient often presented with dlk (diffuse lamellar keratitis). The hospital checked all the factors that could cause dlk and found no abnormalities. They requested to replace the laser head because dlk occurs after replacing it. According to information from the service team, during the technical onsite visit, the field service engineer checked the system. No problem was found that could contribute to reported dlk. Review of the logfiles were done and technical problem was not noted (including the performance of the laser head). The provided treatment reports show the user operated surgeries with the recommended standard settings so the reason for occurrence of the dlk is unknown. It was recommended to the site to use low energy setting to observe if dlk still occurs. After using low energy setting, still multiple patients appeared with dlk. The customer wants to replace laser head even though no problem of the laser head was detected. Therefore, a new laser was ordered and a replacement of the laser head will be performed. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received. Topical steroids were used for one to two weeks depending on the individual patient¿s status. The patient was also prescribed an oral steroid tab. The patient's symptoms resolved following the use of the topical and oral steroids. This patient did require a flap lift and irrigate due to the severity of the symptoms. The patient's symptoms did resolve without vision loss post operatively.